Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery. The customer's blood glucose value was 5.5 mmol/l. Customer reported that she went swimming with the pump and received error and pump shut off and won't turn back on. Customer saw moisture in the pump and a crack at the back edge of pump. Insulin pump was not dropped or bumped. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. Device was also received with the case cracked behind the device near the battery compartment and cracked battery tube threads.